Event description:
Customer contacted beckman coulter inc. (Bci) regarding a false low vancomycin (vanc) a patient sample when tested gave an initial vanc result of 21.5ug/ml and it was reported outside of the laboratory as a "peak measurement". Another sample from this patient was tested and gave a result of 46.6ug/ml. This result was reported outside of the laboratory as a "trough measurement" and the physician questioned the results. Both the samples were then re-tested and repeat results were: "peak measurement" - 58.1/59.8ug/ml and "trough measurement" - 46.2/41.8ug/ml. The peak result was then amended. It is unknown if treatment was initiated or witheld for this event.

Manufacturer narrative:
Qc is run once per day and was within range both on the morning of the event and the next morning. Bci hotline recommended the customer to do a precision run and scheduled service. Customer ran a precision run with a control which passed. Field service engineer (fse) was dispatched and asked the customer to do a precision run on the original sample and found fibrin present. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.